Manufacturer narrative:
Product complaint # (B)(4). If further details are received at a later date a supplemental medwatch will be sent.the following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain: no further information is available. Name of procedure? No further information is available. Patient's current status? No further information is available. Device return status/follow up? When we send the sample to you, we will let you know its return date and tracking number. No further information will be provided.

Manufacturer narrative:
Date sent to the FDA: 01/24/2020. A manufacturing record evaluation was performed for the finished device md6921 number, and no non-conformances were identified. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle was broken at the swage part during continuous suturing. The operation time was extended within 30 minutes. Further details are not provided. There were no adverse consequences to the patient.